Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that the sleeve was difficult to advance into the pfj and although it was eventually placed the reamer head was not possible to advance through the sleeve. A smaller sleeve was used from a previous generation nailing system. In addition to the suprapatellar sleeve being difficult to advance, it is also possible that the poly insert had dislodged. The aiming arm did not line up with one of the screw holes. The connecting screw was retightened and all of the holes except one was aligned with the aiming arm. This may have been due to the poly sleeve being dislodged, however this cannot be confirmed and was only speculation after the case. There was surgical delay but the surgery was successfully completed. Patient outcome is unknown. This report is for one (1) unk - guides/sleeves/aiming: aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.